Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture management would not run on the right ventricular (rv) lead correctly as it was not reflecting the true thresholds. Capture management in the office via the automated test would also not run. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.